Event description:
A (B) (6) female with obstetric trauma was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2008, the cuff was removed and replaced due to fecal incontinence. A request for the device was sent and the device was not returned for analysis. No further info has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.